Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery with a proglide device using a small-bore sheath after a coronary procedure. Reportedly, a cuff miss occurred as the suture was not present when the plunger was removed. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information the investigation determined that the reported issue and subsequent treatment appears to be related to circumstances of the procedure. In this case, it is likely a cuff miss occurred due to an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.